Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient did a virtual visit with his health care provider and was prescribed an oral and topical medication (does not remember the name or dose) to help clear the site infection. The patient was experiencing pain, irritation, and a bump at his omnipod cannula site. The pod that is associated with the infection was removed prior to the to the telemedicine visit.